Manufacturer narrative:
D2a: common device name:: blood specimen collection device; intravascular administration set. D2b: medical device type: fpa, jka. H.6: investigation summary: bd received one (1) sample and four (4) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for discolored tubing was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for discolored tubing with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of discolored tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h10.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set tubing was found to be discolored prior to use. There was no report of patient impact.